Event description:
Reporter stated that patient received a blood glucose reading of 172 mg/dl. Based on physician's advice, patient dosed 40u insulin. Approximately 1 hour later, patient did not feel well, and became unresponsive. Reporter contacted emergency medical services, and upon their arrival, patient's blood glucose measured 21 mg/dl on emt's blood glucose monitor. Patient was treated with a glucose injection and food. No addition treatment was received. No controls had been run on the system. A request was made for the return of the suspect device, and replacement product was sent.